Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head, stem and poly where exchanged because of infection. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Right hip.